Event description:
Data was provided for investigation. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. Additionally, the phone was connected to an external audio output device on (B)(6) 2025 at 1:59 am and 4:04 pm. Additionally, a sensor failure occurred on (B)(6) 2025 at 4:04 pm due to progressive sensor decline.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
It was reported that an adverse event occurred. On approximately (B)(6) 2025, the patient reported experiencing a hypoglycemic event in which she did not receive an audio alert from her dexcom mobile app to alert her properly. The patient was in her kitchen and began feeling very disoriented, confused, and unable to perform simple tasks. The patient self-treated with orange juice. She reported her bg level was in the 40s mg/dl, but it was not specified if this was a cgm or bg meter value. The patient could not recall any further details regarding this event. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.